Manufacturer narrative:
Brake cam. Hospital maintenance evaluated unit.

Event description:
It was reported that the brakes were not functioning properly. It is unk if there was pt involvement or adverse consequences.